Manufacturer narrative:
The lot number was provided for one of the two malfunctions; therefore, a lot history review was performed. The devices were not returned to the manufacturer for evaluation; however, medical records were provided for both malfunctions. The investigation for both malfunctions is confirmed for retrieval difficulties. The devices were labeled for single use.

Event description:
A review of the reported information indicates that model dl900f vena cava filter was allegedly unable to be retrieved. The information was received from various sources. The two malfunctions involved patients with no reported consequences. The (B)(6) year old female patients weights were (B)(6) pounds.